Manufacturer narrative:
Implant date was not provided. If the requested information becomes available, a supplementary report will be submitted. Patient identifier, age and weight are unknown. Lot information unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, components could not be separated.